Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned outside of original packaging. The monofilament wasn't returned with the device. No visible damage to the device. A functional evaluation revealed the wheels of the device functioned as expected. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an arthroscopy procedure, when the accu-pass package was opened, the dial was stuck from the beginning, therefore, the suture could not be rolled out. The procedure was completed with a backup device with no patient injury. A delay of 20 minutes was reported and no other complications were reported.